Manufacturer narrative:
(B)(4). Results of investigation: this unit was field service by a carefusion authorized service technician. The internal battery was not charging, so the internal battery was replaced to address the reported issue.

Event description:
It was reported by the customer that the ventilators internal battery will not charge. There was no report of any patient involvement or patient harm associated with this issue.